Manufacturer narrative:
Section b2: correction. Remove required intervention to prevent permanent impairment/damage selection. Manufacturer's investigation conclusion: the report of a backup battery fault alarm can be confirmed based on the information recorded in the provided event log file. The event log file contained data recorded from (B)(6) 2020. A backup battery fault associated with ebb load test fail became active on (B)(6) at 10:12 pm. The backup battery fault alarm did not affect the system controller's ability to support the pump at the set speed. A specific root cause was not able to be determined. The system controller serial number (B)(6) was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook, under section ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had backup battery disconnects and power cable disconnects, the black cable on the controller was damaged, the controller was exchanged.